Event description:
It was reported that bd alaris gravity set check valve was broken. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the secondary tubing spike broke in the bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
One sample model 10016073, lot 24119262 was returned for investigation. The set was examined for defects and abnormalities. The spike tip was broken. No other defects or abnormalities were observed. Based on the description of events and the fact that the damage occurred while the spike was being inserted into the bag, the most probable root cause is excessive force causing the spike tip to break. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.